Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
During an implant, the patient experienced hypotension with severe chest pain. The physician pulled back the lead. Echograph showed a small effusion. A pericardial tap was performed and a minimal amount of fluid was aspirated. The lead was replaced when patient continued to experience chest pains.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.